Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported implant loss. ¿catastrophic bone loss around implant 2 months placement. Placed on (B)(6) 2025 with cover screw. Seen patient on (B)(6) 2026 month review, if radiograph had been ok would have arranged to replace cover screw with healing abutment. Pa attached. Showed significant bone loss. Discussed with implant mentor, (B)(6) , both felt explanation was best, with intention to have another attempt at placement in a couple of months.¿